Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor alarm. The customer¿s blood glucose level was 87 mg/dl. Customer stated that they got a critical pump error on the screen of the pump. They are not getting the book with the picture. It is however saying critical broken force sensor alarm. Customer states pump was not exposed to a high magnetic field. Customer states they found broken force sensor alarm in alarm and they were not able to rewind the pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Device received with corroded motor home switch.